Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the centrifugal pump stopped. Per clinical review, the perfusionist was reducing the pump speed. As the pump speed was being reduced, a backflow alarm occurred. The perfusionist restarted the pump without difficulty. The pump functioned without issues for the remainder of the case. The device was not changed out. The surgical procedure was completed successfully, and there was no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
User facility sent software logs to MFR for eval. Investigation is in process, but not yet complete.